Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the cholecystectomy and vascular anastomosis, while opening the package, the device clip was broken and could not be used, which affected the progress of the patient's operation. To resolve the issue, the surgeon replaced the device with a new one. There was patient delayed treatment.